Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported, the tubing detached, and location of detachment occurred at quick release/site connector. The detachment occurred while the patient was sleeping. At the end of tubing, glue was visible. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to the body. No further information available.